Event description:
It was reported that the system 9600+ would not fluoro when commanded to do so. Image did not update. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor circuit board was reseated as a proactive measure. The system was tested and found to be working as intended and placed back into service.